Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only insulin flow stops during injection. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 320883, batch no: 8289059. It was reported that pen locks/freezes up when he's taking his injection adding that out of 20 units, he may get 5 units because the insulin flow will stop during injection. Verbatim: stated, out of 20 units, he may get 5 units because the insulin flow will stop during injection. Stated, he take a second or sometimes a third pen needle to complete his dosage. Stated, he primes before his injection and even though they work when priming, they will not work during injection.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only insulin flow stops during injection. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 320883 batch no: 8289059. It was reported that pen locks/freezes up when he's taking his injection adding that out of 20 units, he may get 5 units because the insulin flow will stop during injection. Verbatim: stated, out of 20 units, he may get 5 units because the insulin flow will stop during injection. Stated, he take a second or sometimes a third pen needle to complete his dosage. Stated, he primes before his injection and even though they work when priming, they will not work during injection.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only insulin flow stops during injection. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 320883 batch no: 8289059 it was reported that pen locks/freezes up when he's taking his injection adding that out of 20 units, he may get 5 units because the insulin flow will stop during injection. Verbatim: stated, out of 20 units, he may get 5 units because the insulin flow will stop during injection. Stated, he take a second or sometimes a third pen needle to complete his dosage. Stated, he primes before his injection and even though they work when priming, they will not work during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-29. H.6. Investigation summary customer returned (3) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen locks/freezes up when he's taking his injection adding that out of 20 units, he may get 5 units because the insulin flow will stop during injection. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent the insulin from flowing through the cannula properly. As per manufacturing, ¿a review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects¿ bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.